Event description:
Upon IV start with 22g protectiv plus, when advancing catheter to locked position and twisted to remove needle and protector sheath from catheter broke off and remained in catheter adaptor. Catheter was removed and new protectiv plus used to restart IV.